Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was given an injection (type unknown) beneath the implant site, however the issue did not resolve.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external magnet was exchanged. The recipient's pain has resolved. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.